Manufacturer narrative:
(B)(4). The analysis results found that the trt75 reload was received, with the right gripping surface broken off. No functional test was performed. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staple can't fire, locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.